Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient disconnecting their driveline was unable to be confirmed. No log files from the event were available for review and no product returned for analysis. Provided information indicated that no additional event information was available. The root cause of the reported event was unable to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had disconnected herself one time before according to the nursing home staff. The event date is estimated.